Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 16 months post-implant, it was reported that the pt had an acute stroke with "positive head CT changes noted" and was admitted into the hospital. The pt's coumadin was increased and the pt was discharged on (B)(6) 2014.

Manufacturer narrative:
The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.